Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh). The patient experienced fatigue and shortness of breath. The patient was given a heparin drip and was awaiting transplant. The patient had ldh elevated at 700¿s. It was suspected that the elevated ldh was related to hemolysis. A non-device related cause for hemolysis was not identified. Log files were sent for review. The log files noted a few unsustained power/flow elevations. Follow up log files were sent for review and captured frequent pulsatility index (pi) events (238 total) from (B)(6) 2025 to (B)(6) 2025. All pi events caused the heartmate ii ventricular assist device (vad) speed to drop to its low-speed limit, which was set at 8000 rpm. The pump appeared to be operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system, serial number (B)(6), confirmed the report of suspected thrombus. The submitted log files contained events from 19sep2025 through 27oct2025 and from 30oct2025 through 05nov2025. Transient elevations in power and flow were captured on multiple days throughout the files. No other notable events or alarms were captured, and the pump appeared to function as intended. (B)(6) was returned assembled with the driveline severed approximately 9.0¿ from the pump housing. The distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port, with the sealed outflow graft severed approximately 6.0¿ from the graft hardware. The bend relief collar was returned properly attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed a thrombus formation situated between the stator blades of the distal and proximal sides of the outlet stator. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, the deposition had evidence of denaturation and concentric contact marks on the rotor suggest that the thrombus was present in the outlet stator during patient support and could have contributed to the patient's elevated lactate dehydrogenase and hemolysis symptoms. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. Incidental findings: examination of the outflow graft and the bend relief revealed well-formed tissue consistent with extrinsic outflow graft obstruction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including thromboembolic events and hemolysis, that may be associated with the use of the heartmate ii lvas. Section 5 of the IFU, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further reported that the patient was uplisted on the heart transplant list due to elevated lactate dehydrogenase (ldh) and possible thrombosis. The patient received a heart transplant on (B)(6) 2025.